Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 4. On (B)(6) 2019 loss of osseointegration was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.